Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an air leak and the iabp unit was swapped out. There was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed a "leak in iab circuit" alarm in the iabp log files. The stm performed all leak tests and all tests passed to factory specifications. The stm was not able to duplicate the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an air leak and the iabp unit was swapped out. The circumstance of the event is unknown; however no patient adverse event was reported.